Manufacturer narrative:
The device was returned. The reported mechanical jam of inability to remove the lock line could not be replicated in a testing environment due to the returned condition of the clip delivery system (cds). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported inability to remove the lock line. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report inability to remove lock line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and the clip was placed. However, during removal of the lock line, the lock line became stuck. The arm positioner was rotated, and the clip was opened. The cds was removed with the clip attached. The procedure continued with a new cds. One clip was implanted, reducing mr to 1-2. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.